Manufacturer narrative:
The device was received in backup operation. Analysis of the device image determined backup occurred due to code corruption while the device was implanted. Code corruption is consistent with the reported device exposure to radiation therapy. After reloading product code, battery voltage measurements throughout testing were consistently above elective replacement level. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. As stated in the device manual, radiation therapy may damage device electronics. The field complaint of diagnostic anomaly could not be confirmed.

Manufacturer narrative:
Further information was requested but not received. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Following unrelated radiotherapy, the device battery voltage was observed to be low. The device was explanted and replaced to resolve the event and the patient was in stable condition.